Manufacturer narrative:
It was reported that the ventilator was displaying a failure in the pressure and the volume flow curve. The field service engineer investigated the ventilator on site. Performed an preventive maintenance, replaced the maintenance kit 5000 hours and the expiratory cassette membrane. After replacement, the ventilator passed all tests performed and was released for clinical use. The device logs were not received and no parts have been returned for investigation, therefore the root cause of the reported event has not been determined.

Event description:
(B)(4)

Event description:
It was reported that the ventilator was displaying failure in pressure and volume graphs. There was no patient harm. Manufacturer's ref.#: (B)(4).